Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 77 months ago. The vessel and aneurysm morphology at the time of implant was unknown. Currently the vessel morphology was reported as the aortic neck is 24 mm in diameter at the lowest renal artery, 15 below the renal arteries is 34 mm in diameter. There is a pseudoaneurysm just below the renal arteries, due to disease progression. The stent graft was implanted on (B)(6) 2005 without issue. It was reported that the patient returned for a routine follow up. The routine follow-up CT demonstrated that the stent graft has migrated distally 15 mm with a proximal type I endoleak present (ref. MFR 2953200-2011-01765). It was reported that the patient was treated with a talent converter stent graft without issues. However the device was two days post expiration date (ref MFR 2953200-2011-01766). The patient had already had a femoral to femoral bypass done therefore the physician elected to use the device regardless of the expiration date being exceeded. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Use of expired device.